Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed twice low reservoir at night. It was stated that an adjustment of 20 units was done, but the insulin pump did not change to empty reservoir when the reservoir was empty, and the customer went into a hyperglycemia episode. The blood glucose reading was 2.5 mmol/l. No further info was provided.